Manufacturer narrative:
(B)(4). Insulin pump p-cap test reservoir does not lock in place properly. The pump was received with a broken belt clip rails, cracked keypad overlay, broken reservoir tube lip, missing retainer, severe scratches on lcd window and missing reservoir tube o ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump clip rails were broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.